Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the part of the reservoir compartment was chipped off. The customer reported that the reservoir was not fully going in due to damage. The customer's blood glucose was 581 mg/dl at the time of incident. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.